Manufacturer narrative:
It is unknown how this error happened. Osi distributes thousands of single use pillows each month and this type of problem is rare.

Event description:
Two patients suffered pressure injuries on their chin and inside their mouth. One patient was 7.5 hrs post-operative after having an ultrasonic renal calculi ablation, and was in good health. Two days after the procedure, his chin became reddened and started leaking serous fluid that became scabbed. He lost sensation on his chin, but since returned to normal. The second pt had an ultrasonic renal calculi ablation 4.25 hours prior and was diabetic. Two days after the procedure her skin reddened. She too has since returned to normal. The concern of the location and the method in which the white soft foam is attached to the blue denser foam. There is a 1cm line of yellow colored glue that attaches the two different materials above the eyes and in the chin area.